Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of recv2233 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that after the rn successfully placed a dl PICC, she was winding the PICC guidewire around the scissors to dispose of it, there was a 5cm piece of wire that broke off.